Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lines appeared all over the screen and could not visualize field during colonoscopy procedure while the patient was under sedation with the device inside the patient. The procedure was completed with back-up device involving an olympus colonovideoscope. There was no patient injury reported.